Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was dislodged when the patient presented to the ER after receiving inappropriate therapy. The lead had pulled back into the right atrium. The lead was repositioned. The patient was stable.